Manufacturer narrative:
The autopulse resuscitation system model 100 (s/n (B)(4)) was returned to the distributor and archive data was collected. The reported issue of user advisory 12 appearing on the screen was confirmed during review of the data archive files. A definitive root cause for the issue could not be confirmed.

Event description:
The customer reported to zoll distributor that an error 12 (lifeband not present) had appeared whenever the autopulse device was powered on. Manufacturer has requested additional details, however none have been obtained. No adverse patient sequelae has been reported.